Manufacturer narrative:
Gtin number for item: 8100adxen917, sn: (B)(4) is (B)(4). No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a pump infusing insulin alarmed for air in line. The entire bag was noted to be unexpectedly empty and there was air in the line and at the pump. The pump was turned off and orders were received for the patient to receive 2 amps of dextrose, 10% dextrose infusion, and frequent blood sugar checks. There was no report of lasting harm.